Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, at first firing, the adapter got disconnected from the shell. The status indicator of the adapter and the handle were green. The surgeon tried to approach to the tissue, but the adapter got disconnected. The adapter was reconnected in order to finish the case. The surgical time was extended by less than 30 min. There was no patient injury.